Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the gui assembly. All tests passed.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went inoperative. The customer reported that the device was not in clinical use at the time the issue was discovered.